Event description:
Journal article review: intraoperative 3d imaging control during subthalamic deep brain stimulation procedures using o-arm technology. For one patient (patient no. 1), during a dbs procedure, the user facility faced a problem of power failure. After the implantation of the first electrode, the o-arm system was working on a battery that was incompletely charged. The o-arm stopped during the procedure, and did not restart although it was plugged into an electrical outlet. This caused the interruption of the surgical procedure because intra-operative imaging control was no longer possible. A second electrode was implanted a few weeks later, following conventional procedure. Additionally, aberrant positioning of the first electrode was detected in patient no. 1 (precision = 2.5 mm), but the procedure was stopped as explained above, and the electrode was not reimplanted. A microelectrode trajectory was considered as aberrant when this distance was over the theoretical distance between two microelectrodes, (i.e. 2 mm). (B)(4).

Manufacturer narrative:
Correction to these fields as this should have been filed as an adverse event/serious injury since surgery was halted and rescheduled after surgical incision.

Manufacturer narrative:
Correction: as previously reported in follow-up #1, this should have been filed as an adverse event/serious injury since surgery was halted and rescheduled after surgical incision. Further review of this event prompted a software investigation, which found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. As previously reported, a medtronic representative, trained the site to make customers aware they need to plug the o-arm 1000 imaging system to a power supply, even when not in use to ensure the battery is fully charged. No further issues reported.

Manufacturer narrative:
Patient gender and weight were not made available by the site. The date provided is the date of the article publication. Exact date of the reported event is unknown. Overall the patient experienced stimulation-induced improvement of 50% after the leads were placed (see table 1 of article). A medtronic representative, following-up at the site, reported training was performed at the site to make customers aware they need to plug the o-arm 1000 imaging system to a power supply, even when not in use to ensure the battery is fully charged.